Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The most proximal strut on the stent is lifted perpendicular to the balloon. The remainder of the stent is undamaged and tightly crimped. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od (outer diameter) was measured and the reading is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left circumflex artery. A non-bsc guidewire crossed the lesion. After predilation was performed with a 2.5x15 non-bsc balloon catheter, a guidezilla guide extension catheter was advanced but was unable to cross the lesion. The lesion was dilated again with a 2.75x15 quantum maverick balloon catheter and a 2.50x32mm synergy drug-eluting stent was advanced but failed to cross. The physician attempted to advance the 3.0x16mm and 2.75x38mm synergy drug-eluting stents in order but the devices were unable to cross the lesion. Dilation was performed again and a 3.25x12 non-bsc stent was advanced but failed to cross again. The procedure was completed with a 2.5x24mm drug-eluting stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.